Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on december 1st, 2017, but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: breakage review of event description: it was reported that after unknown time in vivo (implantation and explantation dates unknown) the patient underwent a revision surgery due to breakage of the nail. It was also reported that the nail broke at the proximal part, which resulted in pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) possible, the device is not at hand for visual examination, the condition of it is unknown, corrosion of the implant cannot be evaluated. Breakage of implant due to the implant therapy is performed not as indicated possible, no x-rays are available. The implant position cannot be evaluated. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture possible, no x-rays are available. The implant position and correct choosen diameter of the implant cannot be evaluated. Breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle possible, no x-rays are available. The implant position, correct choosen diameter, length and ccd angle of the implant cannot be evaluated. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to users overtightened the lag screw in the bone possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to users position the lag screw so that sliding is not possible possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to users over tighten the set screw so that sliding is not possible possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to wrong guide/nail combination choosen (targeting guide & long nail) leading to incorrect targeting and screw insertion possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to improper use/connection of instruments leading to damage of the nail possible, the instruments used are unknown and no surgical reports are available for assessment. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction possible, adherence to rehabilitation protocol is unknown. Breakage of implant due to patient do not follow the post-operative protocol possible, adherence to rehabilitation protocol is unknown. Breakage of implant due to explanted implant is used for new implantation surgery possible, no surgical reports for assessment available and no lot number of the device available. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, left, 11.5 mm, 21.5 cm on the left side on an unknown date and the patient underwent revision surgery on an unknown date due to the implanted nail broke on its proximal part.